Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately nine months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4). Concomitant products: 1156t competitor implantable pacing lead, (B)(6) 2008; 7120 competitor implantable tachy lead, (B)(6) 2008.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately nine months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Corrected information.